Event description:
It was reported that the ilet pump screen was cracked, the user could not unlock the pump, and on-screen buttons were nonresponsive, resulting in trouble using the device and a recorded blood glucose of 218 mg/dl. Symptoms included none reported. Outcomes included the user reverting to backup therapy and continued cgm use, with a replacement device arranged and the current device to be returned. Investigation included collection of a photo, confirmation that the screen was not usable, confirmation of shipment of a replacement, and user instructions to shut down the device and sync data prior to return. Investigation of this case revealed physical damage to the display that impaired device interaction and normal operation. It was concluded that the event was due to a damaged screen, with replacement provided and no injury reported.